Event description:
In 2007 the lay user/patient contacted lifescan alleging a display issue (segments missing) with his one touch ultra meter. He claimed that he was only seeing half of the numbers on the display. The display issue reportedly started approx the beginning of the month. He replaced the battery but the display issue was not resolved. The pt usually tests 4 times per day and takes lantus insulin. The pt did not specify the last time he attempted to test on the meter and if he continued taking his medications as prescribed. He stated that he was testing on his brother's meter (start date and testing frequency were not provided) when his meter was not working. The pt reported two different events where he went to the emergency room for his diabetes. On an unspecified date in the beginning of the month, the pt was feeling very shaky and dizzy. He attempted to test on the meter but was unable to read the meter reading. At an unspecified time, his wife took him to the e.r. Where he got a "41 mg/dl" on an unknown device and was treated with orange juice and candy. It is unknown if he administered self-care before going to the e.r. About a week after the hypoglycemic event, the pt had symptoms of sweating and had a headache and thought that he was having a heart attack. He did not specify if he attempted to test on his meter during these symptoms; therefore, it is unknown if the pt attempted to test on the reported meter during this event. He took his usual 15 units of lantus and waited 20 minutes for his symptoms to subside but they persisted. Since his symptoms did not go away, his wife took him to the e.r. His blood glucose was "400 mg/dl" on an unknown device and he was treated with insulin. It would be helpful to know what events led to the pt's hypoglycemic and hyperglycemic events, in regards to his previous meter readings, medications, and diet. Since these details were not provided, it is unknown if the product caused or contributed to his injuries. It would also be helpful to know when his symptoms started and when he received medical attention. Based on the provided info, this complaint is being reported because the pt alleges he was unable to interpret his meter readings due to a display issue around the same time that he was experiencing hypoglycemic symptoms. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.